Event description:
It has been reported that during a surgery the outer packing of the bone cement was normal and intact but the top sealing of the internal inner sterilization package was opened.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Investigation showed that the most probable root cause was related to manufacturing. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned.

Event description:
It was reported that during a surgery the outer packing of the bone cement was normal and intact but the top sealing of the internal inner sterilizated package was opened.